Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 95mg/dl on his contour next one, and took his regular medication of 5mg of tradjenta, 5mg metformin and 5mg of glipizide. Afterwards he felt dizzy and passed out. He was taken to the ER where his blood glucose was 50mg/dl. He was treated but specific information was not provided. He was released after two days. The test strips were not expected to be returned and the strip information was not provided. A new meter was sent to him.